Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 2 of 2 for the second device that was used. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace in tricuspid position where during the procedure, some chords were ruptured, leading to a flail of the septal tricuspid leaflet (stl). The implant was retrieved and replaced with a new one. The new device was implanted with no discernible effect on the tricuspid regurgitation (tr). The physician aimed to steer down toward the valve using only the guide sheath (gs). It was advised not to do so due to the limited control and steerability. However, the physician steered down approximately 1cm above the valve, in a very anterior-septal (a-s) position. Once the implant was out of the gs, it was directly under the valve. The device was closed and became entangled in the chordae. Although elongating the device and performing a gaining height maneuver were recommended to evade the chords, the implant handle was turned clockwise for nearly 300 degrees and then the whole system was pulled posterior. As a result, some chords ruptured, leading to the flail of the stl. A piece of chord was stuck to the retention elements. Therefore, the decision was made to retrieve the device and implant a new one. The physician chose not to alter the position of the gs or attempt to address the flail. Instead, maneuvering was performed with the gs to a posterior-septal (p-s) position, and the ace device was implanted at a 3-9 orientation. There was no impact on the tr. Notably, throughout the entire procedure, the physician did not heed to the suggestions provided by the clinical specialist, the echocardiographer, or the second implanter. The patient will now be treated with evoque. This MDR is 2 of 2 to capture the second device which was used.

Manufacturer narrative:
The complaint for reduced therapeutic efficacy over time / incorrect delivery system position/trajectory was confirmed with other empirical evidence. There was no allegation or indication a device malfunction contributed to this adverse event. The imaging evaluation (ie) was unable to determine the final position and orientation of the 2nd ace device, or the stability of the device. Final grade of regurgitation is indeterminate. Available information suggests user / use error (the physician chose not to alter the position of the guide sheath (gs), which was noted as an issue on the first device or attempt to address the flail. The ace device was implanted at a 3-9 o clock orientation with no discernible effect on the tr. Throughout the entire procedure, the physician did not heed team guidance) contributed to the adverse event and the root cause is not related to the pascal device. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Final report was already submitted previously. This is a supplemental report only to update the annex c investigation findings code.